Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/ moisture) issue. It was reported that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, it was observed that the battery compartment was cracked on the side from the threads traveling down along the side of the bumper to the case seal. The pump was opened and there was moisture found internally on the printed circuit board, support bracket and the battery canister. A leak test was performed and failed indicating a battery compartment leak. Unrelated to the original complaint, the pump powered on to a dim and discolored display.